Event description:
The customer obtained a 323 mg/dl and 104 mg/dl blood glucose comparison on the accu-chek advantage system. The customer states she obtained an additional comparison with blood glucose results 424 mg/dl and 102 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. The customer felt hypoglycemic with the 323 mg/dl and 424 mg/dl blood glucose results. The customer felt better with the 104 mg/dl and 102 mg/dl blood glucose results. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.